Event description:
According to the reporter, during a laparoscopic bilateral totally extraperitoneal (tep) inguinal hernia repair. The balloon was deflated after dissecting the space. The balloon came loose from the cannula during retraction from the body. The soft plastic kidney balloon and the soft plastic balloon sheath fall into the cavity of the patient. Both items were retrieved with artery clamps. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the balloon was disengaged from the cannula. The protective sheath for the balloon was disengaged. The obturator was not received. The insufflation bulb was not received. Functionally, the converter doors move freely and were secured in place. The flapper door when actuated opened and closed properly. It was reported that the balloon disengaged from trocar sleeve and separated. The reported issues were confirmed. The most likely cause could not be established from the information available. These issues could happen during a surgical procedure if a deflated balloon is removed from the patient cavity with an excessive pull force or removing it from a restricted area of space which could result in a disengaged balloon condition deflating the balloon immediately. Also, if excessive force is applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve, resulting in pdb sleeve enter to inflated balloon. In this case the balloon keeps inflated although pres sure is applied to it and when pdb sleeve is removed from balloon flange the balloon fully deflated immediately. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.